Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the password was unable to be reset. A technical support specialist (tss) reported that the customer reached out via chat stating that the provided password reset was not allowing login. The tss noted that the customer abandoned the chat and proceeded with case closure. Therefore, technical support specialist closes the case.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the password was unable to reset. However, there were no delay or adverse events or injuries reported based on this event.